Event description:
It was reported by the user site that on (B)(6) 2026, there was an installation-related issue with the 3dimensions system. The user site reported that the vertical travel assembly (vta) limit switch was not properly aligned, causing the vta to completely shut down a number of times when moved to high or low positions, which resulted in unintended c-arm movement associated with the vta error condition. No user or patient injuries were reported. A hologic field service engineer (fse) reported that the vta limit switch was adjusted as a corrective action. No further information is currently available.